Event description:
It was reported to boston scientific corporation that during an anterior apical pelvic floor repair procedure using an uphold vaginal support system, the suture leader snapped near the dilator, inside the capio suturing device. The detached 4 cm piece of suture with the bullet at the end of it were caught inside the capio. The procedure was completed with another uphold device, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.